Event description:
A customer reported an uncontained concentrated detergent leak on their au5811 analyzer. The leak was described as coming from the analyzers daughter concentrated detergent tank. Once the leak was noticed, the customer shut down the instrument. Service was dispatched. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the daughter tanks float switch was malfunctioning. The float switch gives the indication to the system that the analyzers daughter tank is full and to stop pumping concentrated detergent to the analyzers daughter tank. The concentrated detergent is not used in the analysis of patient samples but is used in the production of diluted detergent. The fse removed and replaced the float switch to resolve the issue. (B)(4).